Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an nc quantum apex balloon catheter. The balloon was loosely folded, with fluid in the balloon. The tip, balloon, inner/outer shafts and hypotube were microscopically and visually inspected. Inspection revealed shaft damage (numerous perforations) for a length of 52mm from the tip of the device. Inspection of the remainder of the device found no other damage or irregularities. There was no evidence of any damage or irregularities contributing to the reported crossing difficulty.

Event description:
Reportable based on device analysis completed on 02-jan-2019. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The target lesion was located in the severely tortuous and moderately calcified left circumflex artery. A 6mm x 2.75mm nc quantum apex balloon catheter was advanced for pre-dilatation. However, the device failed to cross the lesion due to the tortuousity. Pre-dilatation was performed with a smaller diameter and shorter length balloon, followed by the implantation of a stent and the procedure was completed. No patient complications were reported and the patient was doing all right. However, device analysis revealed numerous shaft perforations.